Event description:
It was reported that the pump screen was dark and would not turn on. Customer¿s blood glucose level was in 347-358 mg/dl range. Reportedly, the customer went to the emergency room where bg was treated intravenously with fluids of saline and insulin. Reportedly, customer left the ER three hours later with the issue resolved and no permanent damage. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.